Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-feb-2023. H6: investigation summary: bd received four used q-syte units from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible damage to the device or its components. Next, the units were inspected for column damage and a column tear was found in one of the units. Tears in the column are known to result in leakage when flushing the devices. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause.

Event description:
It was reported while using bd q-syte¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: notice a puddle of blood, drops of blood falling from between the tap and the tubing. I first change the tubing thinking that it was defective or badly screwed but the problem comes from the ramp itself. I change the manifold. When I test by injecting a syringe of nacl on the valve of the ramp I notice that it drips.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: notice a puddle of blood, drops of blood falling from between the tap and the tubing. I first change the tubing thinking that it was defective or badly screwed but the problem comes from the ramp itself. I change the manifold. When I test by injecting a syringe of nacl on the valve of the ramp I notice that it drips.